Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had spikes of high out of range impedance values. The high impedances were oversensed by the minute ventilation (mv) sensor causing pacing inhibition greater than two seconds with no intrinsic. No further information was available. No additional adverse patient effects were reported.